Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was due to the electrode belt ECG "a&b" cable, ECG ¿c&d¿ cable, and dn to rear cable being missing. The root cause for missing cables could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
The electrode belt was unable to communicate with a monitor.